Event description:
Information was received from the multiple sources (healthcare provider (hcp), service repair, manufacturer representative) regarding a endoscope having spinal therapy. It was reported that the lens was cloudy. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis for product: (B)(4); lot no: unknown during the inspection upon acceptance, the requested phenomenon was observed and that the outer tube were broken, and that the coupler was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.